Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the universal surgical manipulator 3 (usm) did not move sideways after undocking. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse advised the customer to check for drape interferences and the customer confirmed there was none. The customer attempted to reboot the system and applied sterile stow, but the issue was not resolved. The customer needed all four arms for the operation and elected to convert the procedure to laparoscopic surgery with no reported injury. Isi followed up with the site on (B)(6) 2022 and obtained the following additional information: the issue was identified prior to start, post-anesthesia and post port placement. System functionality was checked upon powering on the system and nothing abnormal was found. The system initially powered on without errors. No intra-operative or post-operative complications was found.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed and reproduced the reported problem. The fse replaced universal surgical manipulator 3 (usm) but error 23138 occurred, so the fse replaced the usm again. The fse confirmed that the integrated electrosurgical unit (iesu) was set to dual pad and the correct fuse was installed. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. When the unit was tested on an in-house system, it failed normal mode as it triggered errors 23138 and 23087. The system and procedure logged errors 23138 and 23087 on axis 5. When the carriage assembly was inspected, no debris nor particulate found on instrument sterile adapter window and the hall sensor flat flex cable (ffc) was fully seated. Debris and haze was found on rotor degree of freedom (dof) 5, 6, 8 mirrors. The unit went through testing on psc fixture test platform (pftp) and passed all required tests, except sine cycle. Isi received the second usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported failure. The unit was tested on an in-house system and passed normal mode. There were no errors recorded on the logs. The unit was then tested on a pftp, it passed all required tests but failed yaw brake release. A review of the site's system logs for the reported procedure date was conducted by a field service engineer (fae). Investigation revealed the following possible related system errors: error 31004 occurred in homing and usm3 could not move to yaw. A review of the procedure log showed a surgical procedure performed malignant hysterectomy on (B)(6) 2022 with system (B)(4). No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted after the start of the procedure due to non-functioning arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.